Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During implantation of the right atrial (ra) leadless pacemaker (lp) when it was being introduced into the patient's body, the patient developed atrial fibrillation (af). External cardioversion was performed but was unable to terminate the af. The af was terminated spontaneously during hemostasis. There were no further patient consequences.